Manufacturer narrative:
It was reported that the patient experienced two critical battery alarms involving (B)(4)and (B)(4). One battery ((B)(4)) was returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned (B)(4) revealed that the device passed visual inspection and functional testing. Log file analysis was not conducted since log files were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery / (B)(4)/ cat#1650 / exp. Date:10/31/2016 / UDI#: (B)(4): device available for evaluation: no, device evaluated by manufacturer: no, not returned to manufacturer, mfg. Date: 10/31/2015, labeled for single use: no. (B)(4).

Event description:
It was reported that the patient experienced two critical battery alarms associated with two of their batteries. The patient also added that at the time of the alarm, one of the batteries had 25% power capacity; the same battery was showed as 75% charged a few minutes after the first alarm without being charged. Moreover, the patient alleged that the batteries were also involved in power switching incidents. The batteries were removed from service with no reported patient consequences.